Manufacturer narrative:
Unexpected battery power loss not found during testing. Device passed the displacement test, active current and sleep current test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 15.6 mmol/l. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer declined troubleshooting for high blood glucose and already treated. Customer states this is the second occurrence of replace battery alert without a low battery warning. Customer advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.